Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the alleged malfunction and replaced the scroll compressor. The stm then performed diagnostic tests and all tests were passed. The iabp also passed functional and safety tests, was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance being done by the customer, the cardiosave generated a power up test fails code #14. While troubleshooting the customer found the drive and vacuum regulators were reading low and adjusted them. But after calibrating the vacuum regulator switched to pressure regulator calibration and found the compressor was slow to build pressure. It did calibrate and passed the regulator calibrations but again still slow to obtain pressure. No patient involvement or adverse event was reported.

Manufacturer narrative:
The replaced scroll compressor was returned to the manufacturing facility for analysis. The scroll compressor was inspected and no visual damage was observed. The part was then installed into a cardiosave test fixture and tested to factory specification and the service manual. The manufacturing facility could not reproduce the power up test fails code #14 alarm but they could not adjust the pressure regulator to 420 mmhg. The scroll compressor failed testing and is being retained at the facility.

Event description:
It was reported that during preventive maintenance being done by the customer, the cardiosave generated a power up test fails code #14. While troubleshooting the customer found the drive and vacuum regulators were reading low and adjusted them. But after calibrating the vacuum regulator switched to pressure regulator calibration and found the compressor was slow to build pressure. It did calibrate and passed the regulator calibrations but again still slow to obtain pressure. No patient involvement or adverse event was reported.